Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2009 ((B)(6)). According to the complainant, during the procedure, there was no electric current. The procedure was completed with another stonetome stone removal device using the same electrosurgical generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.